Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced bilateral deflation, and bilateral capsular contracture grade iii post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, patient underwent bilateral capsulectomy and replacements as follow: left replaced with cat#:3503330, sn: (B)(4), and right replaced with cat#:3503330, sn: (B)(4) on (B)(6) 2020. This report relates to the right prosthesis.